Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states she woke up with blood glucose of 438 mg/dl and her insulin pump never alarmed the high blood glucose. Customer treated high blood glucose with manual injection. Customer's blood glucose at the time of call was 136 mg/dl. After troubleshooting, it was found that cannula was occluded and insulin pump was working as designed. No further information provided.